Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he filled the reservoir back up, there was still insulin exiting the tubing when he wasn't pressing the act button. Customer was advised to press the next button and it stopped dripping. Customer stated that he woke up at 3 am and his blood glucose was at 200 mg/dl. Customer took some insulin and woke up an hour later and his blood glucose was at 300 mg/dl. Customer stated that he went to work and a half hour later, his blood glucose was at 350 mg/dl. Customer stated that he hasn't been receiving insulin. Customer saw he had 65 units of insulin remaining on the pump. Customer took out the reservoir and it was empty. Customer got back on lantus when he got home. Customer changed the infusion set and his blood glucose was almost at 400 mg/dl. Customer took another 6 units and is blood glucose was at 374 mg/dl. Customer was advised to revert to a back-up plan and that the pump will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No excessive no delivery alarms or prime anomaly noted. No cosmetic damage was noted.